Manufacturer narrative:
(Additional patient and device codes added).

Event description:
Additional information: it was reported that the patient was in the hospital for an unrelated reason, and on 14 may 2020 the patient received inappropriate high voltage shock during an episode of ventricular oversensing of external noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The remote transmissions were reviewed and showed false ventricular tachycardia/ventricular fibrillation episodes due to ventricular oversensing of apparent electromagnetic interference. No intervention was performed.